Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod between 24 and 36 hours their blood glucose level rose to over 500 mg/dl. As treatment, the patient applied a new pod. The patient did not receive treatment at the hospital. The patient was released from the hospital after 24 hours. The pod will not be returned as it has been discarded.